Event description:
Reported that pt with an olive complexion underwent injections of restylane in 2005 at 8 pm. A dental block of lidocaine was used pre-procedure. The physician implanted 0.5 cc into the upper lip and 0.5 cc into the lower lip (1cc total), 0.5 cc into each of the nasolabial folds (1cc total) and 0.2 cc into each of the marionette lines (0.4cc total) for a final restylane implant total of 2.4 cc. At 10am the following day (12 hrs later) the physician saw the pt for complaints of facial swelling. The physician observed a swollen face with eyelids almost closed. At this time, there were no respiratory difficulties or associated symptoms of warmth or itch present. The pt was sent to the emergency room for treatment. The pt was admitted for "anaphylaxis" from the emergency room visit. Pt was dicharged after resolution and readmitted 2 days later for a recurrence of facial swelling. Treatment was unspecified. The phsyician was unsure of causality at this time. During a follow-up call to the medics safety reviewer, the physician reported that the pt had no difficulty breathing but had some mild laryngeal edema as well as peri-orbital edema. According to the info available as of now the pt had no evience of anaphylaxis (she had no hypotension, gastrointestinal or respiratory difficulties), and the event was limited to a severe large local reaction. During a follow up phone call with the physician who performed the restylane implants, he indicated that during the same visit, the pt also received 60 units of botox in the area above eyes. The pt is currently under the care of an immuologist, pt is receiving prednisone and antihistamics, and pt still has significant face edma at the time of this report. Further info is expected, as this pt will under go immunologic testing. Sponsor comments: according to the follow-up info available as of now from the health care professional that is treating this pt, the pt was also exposed to botox at the time of restylane injections and has history of multiple exposures to botox over the last 3 years vs one exposure to restylane a year ago. The exposure to botox introduces a major confounder in the analysis of causality given the known immunogenicity of the product which is described in botox labeling (development of antibodies on an unk rate that has a greater incidence with multiple exposures); and is also consistent with the known rate immunogenicity of a soluble protein vs. A gel, and opposite to the generally low immunogenicity of glyconsaminoglycans. Adverse allergic events are listed in the restylane labeling, however there are no warnings regarding the possibility of development of antibodies on repeated exposures since there is no history of development of antibodies to restylane or to any hyaluronic acid. Given the severity of the reaction presented by this pt, we are actively seeking immunologic testing by releasing restylane samples in order to further investigate the causality of the device.